Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported that the patient underwent diagnostic laparoscopy and lysis of adhesions on (B)(6) 2015 during which the surgeon noted dense adhesions of the omentum to the mesh. It was reported that the patient experienced scar tissue formation, mesh disruption, adhesions, swelling around the incision, abdominal pain, soreness and discomfort. No additional information is provided.

Manufacturer narrative:
In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.